Manufacturer narrative:
The device, use in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned item that the femoral impactor bumper has a crack in it. The device was manufactured in 2017. The device exhibits significant signs of use and wear. A medical investigation will be performed. Proceed based on information provided/available for the investigation; if no relevant clinical information is provided, recommend closure. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the left yellow impactor cracked when doctor was implanting and smacking the mallet on the impactor. The procedure was completed without delay. It is unknown how the procedure was finished, and if there was backup available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.